Manufacturer narrative:
Medwatch field occupation - the occupation is patient.

Event description:
The customer's wife complained of discrepant inr results from coaguchek xs meter serial number (B)(4). At 08:39 am the result from the meter was 5.6 inr. The customer did not believe the result but went to the emergency room. At 11:44 am at the emergency room the result from the meter was 4.6 inr when a laboratory sample was collected. Within an hour the result from the laboratory was 3.7 inr using the dade innovin method. The customer's wife believed the result from the laboratory. There was no adverse event. The customer was not treated and the customer's physician held the customer's coumadin dose for that night. The customer was sent home from the emergency room. The customer's condition was "fine". The meter was not cleaned recently. The customer's therapeutic range was 2 - 3 inr. The customer's wife was not sure if different fingers were used and whether the finger was squeezed. The customer was not anemic, no heparin, no antiphospholipid antibodies, no direct thrombin inhibitors, and no lupus. The customer has had no dosage changes, no changes in diet, no illness, no new medications, no bleeding, and no bruising. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 3.0 inr. Donor 2 inr: 2.7 inr. Donor 1 hct: 58%. Donor 2 hct: 58%. Results: donor 1: retention meter with masterlot strips: 3.0 inr . Donor 1: customer meter with customer strips: 3.1 inr. Donor 2: retention meter with masterlot strips: 2.7 inr. Donor 2: customer meter with customer strips: 2.8 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. The customer could not confirm whether the test finger was excessively squeezed or if a new finger was used for the comparison. Excessively squeezing the test finger or the use of the same fingerstick to dose multiple tests have been known to affect the accuracy of the test results. Relevant retention test strips (lot 286319) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.